Manufacturer narrative:
Received 1 used silicone catheter. The reported event was unconfirmed, as the problem could not be reproduced. Per visual inspection, calcification was noted inside the catheter along of the shaft, however, no manufacturing defects were observed. Per functional evaluation, water flowed through the catheter and the catheter drained properly. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "caution: do not aspirate urine through drainage funnel wall. Single use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the balloon of the catheter mushroomed. The technique used to remove the catheter was unknown. The catheter was placed on (B)(6) 2017 by the emergency department. It was removed on (B)(6) 2017 by urology. The catheter was removed due to being plugged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the catheter mushroomed. The technique used to remove the catheter was unknown. The catheter was placed on (B)(6) 2017 by the emergency department. It was removed on (B)(6) 2017 by urology. The catheter was removed due to being plugged.